Event description:
When forwarding the enterprise stent on a rapidtransit, the stent slipped off the wire and got stuck within the micro catheter. The entire unit was removed.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.